Manufacturer narrative:
Upon leaving the site, dr stated the pt was alert and talking. In a subsequent conversation with the physician, dr stated the pt was recovering without further complications. The catheter was not returned to the MFR. There were multiple manufacturers devices used during this study. We are unable to determine which of the devices caused or contributed to this event.

Event description:
Pt was brought into room for an atach ablation using the ensite array. Navx patches were applied, but were not used during the study of the right atrium. Multiple geometries were obtained, multiple ablations performed on right atrium. Unsuccessful termination of tachycardia. Physician removed ensite array and proceeded to go to the left atrium, using navx, to evaluate if the tachycardia was on the left side. The transeptal procedure went without incident, first cross, no complications were noted. While mapping the left atrium, the pt lost blood pressure and had EKG changes. A pt 'respiratory code' was called. Pt had pericardial tamponade and a pericardial centesis was performed in the room. While in the ep lab, 1000 cc's of blood were removed from the pericardium. Subsequent to this, an add'l 2000 cc's were reported to have been removed from the pericardium. The pt went to or where a possible left atrial appendage tear was repaired. Act levels were monitored throughout the procedure. A chili ept x2 (med curve and large curve) catheter was used as the ablation catheter. Two to 3 lesions were placed in right superior pulmonary vein area.